Event description:
This product is only ous approved but it is similar to an approved u.s. Device. It was reported that during an angioplasty procedure a shaft break occurred. A 3.50x20mm omega stent delivery system was being used when the catheter separated during handling. No patient complications were reported and the procedure was completed using another same device.

Manufacturer narrative:
Device evaluated by manufacturer: an omega stent delivery system (sds) was received with blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube kinks. The hypotube was completely separated 21.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Magnified inspection revealed scratches on the hypotube sheath 11mm from the separation. The hypotube sheath was also bunched-up at this location. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This product is only ous approved but it is similar to an approved u.s. Device. It was reported that during an angioplasty procedure a shaft break occurred. A 3.50x20mm omega stent delivery system was being used when the catheter separated during handling. No patient complications were reported and the procedure was completed using another same device.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).